Manufacturer narrative:
Sorin group (B)(4) manufactures the scp. The incident occurred at (B)(6) hospital in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. A sorin group field service representative was dispatched to the facility to investigate. While on site, the field representative was able to reproduce the e80 error. The shaft encoder was replaced and subsequent testing found everything to be working properly. The unit was placed back into service. The shaft encoder was returned to sorin group (B)(4) for eval. During the eval, the problem was confirmed. The shaft encoder was mechanically defective. The cause for the defect could not be determined. In order to prevent a re-occurrence, sorin group (B)(4) has changed to a new supplier for this component. No further action is deemed necessary at this time. This type of incident will continue to be trended.

Event description:
Sorin group received a complaint indicating that the scp was displaying an e80 error and would not flow above 1 lpm. The clinician rebooted the equipment but the problem continued. The pump was changed out and the case continued without issue. There was no adverse impact to the pt as a result of this incident.